Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no unexpected battery out limit alarm, blank display, low battery alert or off no power alert noted. The pump was received with a cracked reservoir tube lip noted. The drive support cap was inspected and no anomaly was noted. Unable to confirm the broken holster and belt clip due to the pump being received without the holster and belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed off no power alarm without alarming a low battery alert prior. Customer's blood glucose was unknown. Device had alarmed motor error alarm. Drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.